Event description:
The customer had called to report bags that completed delivery before the scheduled completion during infusion. The customer wanted to ensure the compounder was working as intended and requested review of the compounding data. Additional follow-up with the customer revealed that they have the resolved the reported issue on their own and are no longer investigating this event. No report of patient injury. Multiple report: 1 of 2 for this event. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for an evaluation. However, the customer was able to provide copies of the mixcheck report, which provided details about the compounding process for the orders. The mixcheck report showed the bags were within range and the final ingredients in this event were within acceptable limit. Additionally, no nonconformance was found in relation to the report of this device. (B)(4).